Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 4 - 6 weeks ago noticed a return of bladder symptoms. Patient said that has been urinating at least 4 - 5 times a day and a lot of time is urinating in pants. Patient said doesn't seem like is completely emptying, is flowing and not flowing. Patient said in the morning doesn't know that is going and clothes will be wet. Patient said that during the night gets up every 1-1.5 or two hours which has affect their sleep. When asked, patient said that had an appointment with urologist about three to six weeks ago and at that appointment they did an ultrasound of the testicles and gave patient a prescription for dicyclidine (antibiotic) for inflammation in the testicle however has finished taking it. Patient is wearing a jock-strap like device for the inflammation as said testicles are painful. Patient redirected to their physician to address this condition. When asked, the last time patient made an adjust was about 4 weeks go and switched programs. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and made an adjustment. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient mentioned additional medical history. This included that patient has diabetes and doesn't know how that might affect bladder symptoms. Patient said has an appointment to see endocrinologist in february.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.